Event description:
It was reported that pump displayed repeated occlusion alarms and caller observed ball of insulin in tubing. There was no adverse impact to the customer¿s blood glucose level. Customer, under guidance from technical support, disconnected and adjusted tubing, delivered test boluses, removed cartridge, confirmed no visible damage or debris, and then filled and loaded new cartridge, with plan to replace supplies as needed and resume insulin therapy.